Event description:
It was reported that a pt experienced tingling in the mouth during a procedure performed in the 2007, using nupro prophy paste; the pt also applied a flavored lip balm prior to the procedure. The material was removed from the mouth, though the symptoms progressed to swelling of the throat, chest tightness, and asthma. The pt self-medicated with prednisone and an antihistamine and went to the emergency room twice within a two day period following the event. Approx a month following the event, the reporter diluted a small amount of nurpo in 50ml of water and dabbed the solution on the gingival tissue. The first application did not cause a reaction, though a second application of the solution containing more nupro caused symptoms within ten minutes.

Manufacturer narrative:
While it is not definitively known whether the nuporo used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Further, the testing performed by the reporter suggests that the pt is allergic to the material. A DHR review was conducted with no abnormalities noted.